Event description:
It was reported that the weight-based dosing for high-risk medication, heparin, had rounded the weight up (by 2 decimal points), forcing the nurse to make a manual adjustment to the infusion rate to get the correct dose. It was noted that the device was programmed manually via guardrails. Also the heparin was ordered for 16units/kg/hr with a volume to be infused of 250ml. There was patient involvement but no harm.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: PMA / 510(k)#. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the device had rounded the weight up was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing. To perform the data set tests, the data set ¿sgmc v 11.12.24.gre¿ was transferred to a known good pcu from the lab. Once transferred, the med/surg profile was selected to start the tests. Several infusions of the drug heparin (drug ID 254) were programmed with a concentration of 100 units/ml, a vtbi of 250 ml, and a dose of 16 units/kg/h. In these infusions, the only thing that was changed was the patient's weight. An infusion with a patient weight of 104.8 kg was programmed to see if the pcu rounded the weight. On the pcu screen, a rate of 16.8 ml/h was observed, and in the event logs, a rate of 16.768 ml/h was noted. This is because the pcu accepts a limited set of precision values for manual input and display. The patient's weight was changed to 105 kg. Upon clicking next, a confirmation screen appeared, warning that the dose would change to 15.97 units/kg/h. This is because the previous rate was 16.768 ml. The rate shown on the screen was 16 ml/h. The dose was manually changed to 16 units/kg/h, and the rate changed to 16.8 ml/h. No suspect logs were attached for this investigation. There was no device returned for investigation; therefore, logs analysis could not be performed. No device was returned for this investigation; therefore, an external and internal inspection could not be performed. The bd alaris system user manual (v12.3.1) states, there is a potential for a discrepancy in precision between the numeric values displayed on the system (pcu, pump module and syringe module) and in the electronic medical record (emr)/hospital information system (his) due to different rounding rules. The device accepts a limited set of precision values for manual input and display, however, all program values are calculated and reported to 4 decimal places of precision. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the pcu rounding the weight was not identified. During the investigation, it was observed that the screen displays a rate with only one decimal, but the logs show a rate with greater precision. This is because the device has a limit on the precision it can display on the screen.

Event description:
It was reported that the weight-based dosing for high-risk medication, heparin, had rounded the weight up (by 2 decimal points), forcing the nurse to make a manual adjustment to the infusion rate to get the correct dose. It was noted that the device was programmed manually via guardrails. Also the heparin was ordered for 16units/kg/hr with a volume to be infused of 250ml. There was patient involvement but no harm.